Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 50% stenosed target lesion with a bend of less than 45 degrees was located in the mildly calcified right coronary artery. A 3.00x12mm promus element drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent struts were damaged. The device was completely removed. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The 50% stenosed target lesion with a bend of less than 45 degrees was located in the mildly calcified right coronary artery. A 3.00x12mm promus element drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent struts were damaged. The device was completely removed. No patient complications were reported and the patient's status was stable. A promus element,mr,ous 3.00x12mm stent delivery system (sds) was returned for analysis. An examination (visual and via scope) of the crimped stent identified stent damage. Damage was noted to the 3 most proximal stent strut rows, with stent struts stretched in a proximal direction. The crimped stent outer diameter (od) was measured and is within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues with the tip. No other issues were identified during the product analysis.